Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter, continuous flow. The customer reports that the proximal balloon was inflated within the markers, after a minute or two under fluoro the doctor noticed the proximal balloon went down. The doctor opened another device to complete the case. The balloon was said to be intact and attached to the catheter before disposal.